Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout. The root cause of the ble lockout was unable to be determined.

Event description:
Additional information received indicated the patient presented in clinic where the mobile application was reset and resolved the ble issue. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.